Event description:
A caller reported a malfunction on their pump, displaying a malfunction 12 code. There was no adverse impact to the customer's blood glucose level, as it was not reported to exceed 500 mg/dl. The customer reset the pump on their own and was advised by customer technical support (cts) that the pump was getting replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.